Event description:
Reported 1 false positive sars result for one asymptomatic (off-label use at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing) within 48 hours of the initial test.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.